Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully started a new sensor session, resolving the issue without further errors.